Event description:
The staff found that the 5ml luer lok plastipak had no markings on the barrel at all. Syringes have no markings on the barrel when opened.

Manufacturer narrative:
Two photos of 5ml eurographics syringes lot 3116123 were received and evaluated. One image shows the top web package with all applicable product information, and the other shows an opened package with the syringe missing the entirety of the scale markings. The condition observed is non-conforming per product specification. The condition observed is non-conforming per product specification. Potential root cause for the missing print defect is associated with the marking process. A device history record review was completed for provided lot number 3116123 showing no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Manufacturer narrative:
(B)(4). Follow up report for correction. Catalog number was incorrect in the initial MDR. Correct catalog number for product is 309649. The manufacturing plant was incorrect in the initial MDR. Correct manufacturing plant is becton dickinson medical systems - canaan, CT / 06018.

Event description:
No additional information was provided.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ser plastipak 5ml ll 40x8 al had a scale marking issue. The following information was provided by the initial reporter: "the staff found that the 5ml luer lok plastipak had no markings on the barrel at all. Syringes have no markings on the barrel when opened."